Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed after restarting the system. The philips field service engineer (fse) visited onsite and could not reproduce the issue; system was hanging and not respond. Review of system log file identified the issues related to x-ray pc issues and confirms that there was a malfunction. The philips engineer subsequently restarted the system and conducted post-tests, which showed no failures. However, the issue reoccurred, the field service engineer replaced the x-ray pc. Following this replacement, the system was restored to operational status. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was hanging after booting, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.